Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that after completing a routine battery change, the display screen went blank. It was reported that the pump had vibration, but remained blank after multiple attempts. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated multiple call service alarms that may cause the display screen to be blank for several minutes. During testing, the pump was powered on and the display screen was fully illuminated and functional; the complaint of a blank display screen was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.